Event description:
During a cysto ureteroscopy a guide wire became stuck in the ureter. Another surgeon came and assisted the primary surgeon, and the wire was removed. Upon removal it was noted that a small filament of the wire was sticking out of the side of the wire. The wire was saved and given to the supply coordinator to contact the company.